Event description:
It was reported while using bd smartsite¿ gravity burette set the connection was separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have had multiple reports of buretrols falling about from our anesthesia department. I have not received the ref but I do have the lot# if you are able to look that up. We were asked to pull all product with that lot number, but waiting to hear back on if that is the only lot we have on hand. The IV came apart within 5 minutes or less once it was connected to the patient. No medication infused. No patient harm. Was there any leakage found during the incident? I¿m not sure what the ask is. The buretrol fell apart so yes there was leaking.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ gravity burette set the connection was separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have had multiple reports of buretrols falling about from our anesthesia department. I have not received the ref but I do have the lot# if you are able to look that up. We were asked to pull all product with that lot number, but waiting to hear back on if that is the only lot we have on hand. The IV came apart within 5 minutes or less once it was connected to the patient. No medication infused. No patient harm. Was there any leakage found during the incident? I¿m not sure what the ask is. The buretrol fell apart so yes there was leaking.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 05-jun-2023 h.6. Investigation summary: 6 unused samples and 1 photo sample were received by the customer. It was reported by the customer that they had multiple reports of burettes falling apart was verified by photo sample. The root cause is unable to be identified without the physical sample for investigation. Functional testing was performed on 6 unused samples, and they were not showing any separation issue of burette from the set. The set was examined for other defects and abnormalities. A kink in tubing was found right below the drip chamber in 2 of the unopened samples of the set. Tubing was kinked and did not allow the flow from the set. A device history record review for model 10012564 and lot number 22039290 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no actual defective sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.